Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a patient alert. Upon review of the session records, one vf episode caused by atrial fibrillation with rvr rhythm was observed. The device attempted to deliver therapy, but was aborted. Low hv lead impedance was observed. The lead was capped and replaced.